Event description:
It was reported that the pt had redness at the neurostimulator pocket site. The pt was treated with bactrim ds, one b.i.d. For 2 weeks and the outcome was reported as ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).